Event description:
It was reported that the device leaked. No patient injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned device found a leaky reservoir gasket and a sticking membrane switch. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. The device leaked from the seal between the tank cover and reservoir. The problem was due to a poorly sealed tank gasket. It was determined that the incorrect gasket assembly by the customer caused the recirculating fluid to leak from the reservoir tank. The tank gasket and membrane switch were replaced and preventive maintenance was performed. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.